Manufacturer narrative:
Additional information has been provided in d.9., d.10., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Insufficient amount of ovd observed in the device - no ovd observed past the lens. The plunger has been advanced at the wound guard and is advanced under the iol. The iol is advanced into the nozzle entry and is mangled. The complainant indicates the use of non company viscoelastic, which is not qualified for use with associated product. Plunger underride was observed. The root cause may be related to failure to follow the IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. In addition to the above, the customer states the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, that an iol was clogged and did not come out before implantation. The surgery was performed and completed after replacing the product with another one. Additional information has been requested.